Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -8.50 diopter, within the same surgery due to low vaulting. The lens was exchanged for a longer lens within the same surgery and the problem was resolved. Cause of the event was unknown.